Event description:
It was reported that blood leakage occurred past the stopper during use with a 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: defected prefilled 10 ml ns syringe. Staff used the prefilled 10 ml ns syringe to flush the central line. When staff pulled the plunger back to check on the function of central line, bloody ns splashed out at the side of rubber stopper and contaminated staff's uniform.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number: 9352406 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample and one picture sample were returned for evaluation by our quality engineer. Through examination of the samples, blood was observed past the stopper component. Posiflush syringes are intended to be used to clean only in-situ vascular access devices (vad) by flushing the saline solution through the catheter into the vein. Once done, the syringe must be disposed of since it is for single use only. According to the reported issue, the syringe was at some point, used to aspire, so blood was pulled through the syringe passing the stopper and finally splashing on the staff. Therefore, it can be determined that this incident resulted from improper use of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leakage occurred past the stopper during use with a 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: defected prefilled 10 ml ns syringe. Staff used the prefilled 10 ml ns syringe to flush the central line. When staff pulled the plunger back to check on the function of central line, bloody ns splashed out at the side of rubber stopper and contaminated staff's uniform.